Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 application would not open. The application was uninstalled and reinstalled and opened successfully. No additional event or patient information is available.